Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 12 mm from the distal end. There was a black discoloration on the broken surface of the probe. The fracture surface of the probe showed that crack developed from the black discoloration area. There was no scratch at the black discoloration area. A general rough texture was determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. This was the second procedure of using the device. The probe of the device broke off when the user cleaned it outside the patient. There was no patient injury reported.